Event description:
It was reported the physician was performing a hip arthroscopy procedure, utilizing an ambient super turbovac 90 ifs arthrowand. While inserting the wand into the cannula, the physician noted that two of the electrode balls had detached from the distal end of the arthrowand. The procedure was completed arthroscopically; however, the physician was not able to recover the detached electrode balls. No further patient complications were reported as a result of this event.